Event description:
On 06 sept, 2006, kinetikos medical, inc., was informed of the explant of two bone screws from a wrist fusion system implant from a male patient to address pain. Contact with the physician could not be established until oct, 2006. The original implant date was in 2005. The explanted components were not returned to kmi for evaluation.

Manufacturer narrative:
Corrective / preventive action planned: given the absence of any detectable or claimed device defects, non-conformity or deficiency, no corrective or preventive actions are prescribed. Risk assessment: the documented success rate of the spider wrist fusion system (less than 0.3% of the implanted population have been explanted since initial system release in 1999) validates the systems safety and effectiveness and illustrates the nominal risk factors and considerations associated with this device's design.